Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a corroded connector. However, the specific cause of the corroded connector was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported a rusted coupler on the hd autoclavable camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Upon inspection and testing, the device coupler shaft was rusty and stuck. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.